Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, the bearing, potted trigger assembly, and geartrain were discovered to be damaged. In addition, the electrical portion of the rear motor assembly would not function.